Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting failure to capture and high pacing impedance. The rv lead was explanted, and new rv lead was implanted. The patient was in stable condition.